Event description:
Patient underwent l4-l5 laminectomy. A 12-fr. Foley coude catheter was placed and balloon inflated prior to procedure without difficulty. Post operatively, the rn deflated balloon tip with empty syringe. When unable to remove any more fluid from tip rn attempted to pull catheter out but resistance met causing patient discomfort. Charge rn tried to trouble shoot by trying to see if any more fluid could be removed from tip. Nothing came out. Foley left in place. During shift, night rn and day rn made another attempt to pull foley and this time it came out. Tip of catheter had balloon still slightly inflated. Patient in stable condition with no injury.